Event description:
It was reported that a xience xpedition stent delivery system (sds) was prepared without issues and the protective sheath was removed without resistance. After pre-dilatation with a non-abbott device, during a heavily calcified, circumflex artery stenting procedure, a xience xpedition sds was advanced without resistance to the lesion and the balloon was inflated to 16 atmospheres. The stent was successfully deployed, but the balloon ruptured. Reportedly, the stent was fully apposed to the vessel wall with deployment. The balloon was deflated and removed without difficulty and the stent was routinely post-dilated to complete the procedure. There was no adverse patient sequela or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.